Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: after firing the eea, it could not be removed from the anastomosis. A 6 inch extension of the incision was made and with manipulation and force, the stapler was removed. It was found that the both the donuts and the staple line were incomplete. A new anastomosis was made. The surgical time was extended by more than 30 minutes but exact time is unknown. No reinforcement material used. The patient's current status is reported as recovered.